Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Possible clinical factors that may have contributed to the reported event include the patient's past medical history and related comordities and the progression of the patient's underlying condition. Though the root cause of the reported event cannot be conclusively determined there are possible patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Neurological dysfunction, pericardial effusion/tamponade, respiratory dysfunction, psychiatric episodes, renal dysfunction and worsening heart failure are known potential complications that may be associated with use of this product and in patients with heart failure. Device remains implanted.

Event description:
A report was received that a patient developed multiple complications during the post-operative period. The site reported that the patient's cardiac index was 2.2 the day after surgery and was noted to have post-operative organic brain psychosyndrome on (B)(6) 2015. The site also reported that the patient had developed hypernatremia on (B)(6) 2015 and a pericardial effusion with right ventricular (rv) compression on (B)(6) 2015. The patient's pericardial tamponade was treated with a re-thoracotomy the same day. On (B)(6) 2015, the patient underwent an transesophageal echocardiogram (tee) that revealed that the pericardial effusion was still present without rv compression. By the following day, the patient had developed a reoccurrence of the pericardial tamponade with a decrease in the vad estimated flows. On (B)(6) 2015, the patient developed hypernatremia. On (B)(6) 2015, the patient developed polyneuropathy with "sock pattern" and the patient started on pregabalin. The patient appears to have fallen and a computerized tomography (CT) scan on (B)(6) 2015 revealed no evidence of bleeding or fracture. The patient was started on promethazine and a neurology consult recommended light sedation for the patient. On (B)(6) 2015, the patient developed a pleural effusion after having had his/her aspirin and marcumar held. A pleural tap resulted in 1500ml of serosanguinous drainage. On (B)(6) 2015, the patient developed gloved-patterned hypesthesia and hypoalgesia or the right hand and left lower arm; along with tremor. The patient is reported to have been discharged on (B)(6) 2015. Further details regarding the patient's symptoms, the results of other diagnostic testing and the additional treatments provided for these events were not reported.

Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.